Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20200226 - file-2019-03983 - analysis_and_closure_report_resp-2020-00144.pdf].

Event description:
Reportedly, the subject programmer is not functioning well. A white screen was displayed after launching a pacemaker interrogation.

Event description:
Reportedly, the subject programmer is not functioning well. A white screen was displayed after launching a pacemaker interrogation.